Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Bg level was addressed with a correction bolus via the pump. A system check was performed, and it was found that the customer was using off label insulin (trurapi) within the pump supplies. Tandem technical support educated the customer on insulin labeling. Reportedly, customer changed infusion set and resumed insulin therapy.

Manufacturer narrative:
The pump user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.